Manufacturer narrative:
Device received with stuck motor error alarm loop during bolus delivery due to encoder signal out of phase. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had motor error during rewinding. Customer¿s blood glucose was 131 mg/dl at the time of incident. Customer was not able to finish rewinding loop because alarm reoccurred. The insulin pump will be returned for analysis.